Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that the patient had a revision for a painful hip and broken stem.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding stem crack/fracture involving an accolade stem was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, return of device, operative reports, progress notes, and x-rays are needed to fully investigate the event.

Event description:
It was reported that the patient had a revision for a painful hip and broken stem.